Manufacturer narrative:
The device was not returned for investigation, however based on the picture provided it can be seen that the distal tip of the driver which interfaces with the proximal end of the anchor has broken off of the driver. As the device was not returned for investigation, the cause of the event was unable to be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery the surgeon had a problem with the items as two anchors broke. No further information was received.